Manufacturer narrative:
A ge svc rep performed an on-site investigation. Several circuit boards were replaced. After replacing the circuit boards, the sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the sys locked up during a case. The sys needed to be rebooted to regain functionality. There was no injury reported, however, if this type of event were to occur again, it could result in a delay in pt diagnosis or treatment.